Event description:
It was reported that a patient with legacy leads experienced several issues, including one lead with an  impedance greater than 20kohms, and an internal short in the same lead as shown by "low" readings in both bipolar and monopolar configurations. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the system was implanted (B)(6) 2014. The impedance issues were first observed on 20 25-oct-23 but it is unknown if the impedances were checked before. No external factors known. Therapy effect is not optimal but the hcp is unsure if this has an unrelated medical reason. The patient has an appointment in january for neurosurgical assessment of the indication and risks of a possible operation to replace the defective electrode/cable.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3389-28 lot# serial#(B)(6), implanted: (B)(6) 2014, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information stated that clinical testing was performed for stimulation effect on the affected side with the result of a persisting therapeutical effect to a certain degree, especially on tremor. The patient was reprogrammed avoiding the contact with increased impedance, tolerating the decreased impedance of the therapeutically used contact after checking for possible side effects. No surgical intervention was planned.